Event description:
It was reported that the lesion was lad middle, and with no calcification. Two wires were inserted in a guiding catheter (6f) and the physician felt resistance while the ivus catheter was advancing in the guiding catheter. The shaft separation occurred when pulling the catheter from the pt's body. The distal shaft remained inside the guiding catheter therefore the ivus catheter, guidewires and guiding catheter were removed as a single unit from the pt's body. A second catheter was not used and the ivus procedure was aborted. There was no report of pt injury due to this event.

Manufacturer narrative:
(B)(4). The mfg documentation for this device was reviewed and the device met all quality and mfg released criteria. The complaint database was reviewed and to date, no other complaints have been reported for this failure mode within this lot. The device was evaluated upon return and found the separation in the proximal shaft approx 76.5 cm measuring from the telescope end. The drive cable was kinked at the location of the shaft separation, and the monorail had evidence of guide wire damage. The resistance felt by the user while advancing the ivus catheter in the guiding catheter was most likely due to the interference between the inside diameter of the guide catheter and the bent section of the proximal shaft. There was insufficient space between the inside diameter of the guiding catheter and the outside diameter of the proximal shaft; subsequently, the device could kink enough to deform the drive cable. The IFU warning for this device states: do not advance the catheter if resistance is encountered. The catheter should never be forcibly inserted into lumens narrower than the catheter. The IFU precaution also states: do not kink or sharply bend the catheter at any time. This can cause drive cable failure. An insertion angle greater than 45 degrees is considered excessive. No further action is required.